Event description:
As the coil was being deployed into the aneurysm, it prematurely detached with the first loop inside the aneurysm. A coronary balloon catheter was dilated to secure the coil to the catheter wall and then all the devices were removed as one from the patient. There was no reported clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Manufacturer narrative:
Additional information provided by the user facility stated that continuous flush was maintained, all movements were slow and smooth and no resistance was encountered during the use of the device.

Event description:
As the device was being advanced through the microcatheter, it prematurely detached inside the microcatheter. There was no reported clinical consequence to the patient. No other information was provided.

Event description:
As the coil was being deployed into the aneurysm, it prematurely detached with the first loop inside the aneurysm. A coronary balloon catheter was dilated to secure the coil to the catheter wall and then all the devices were removed as one from the patient. There was no reported clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
(B)(4). A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported event. Based on the information provided and the investigation, it was concluded that operational context was the most likely cause of the reported event.